Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was under delivering the insulin and also experienced hyperglycemia with a blood glucose value of 17 mmol/l and was treated with insulin pen. Troubleshooting was performed and it was verified that pump was utilized within 48 hours of the event along with active automode feature with the test failed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at .08750 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted, during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted, during a physical: scratched case. The pump passed, all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists 217 boluses on the event date (B)(6) 2024. Please see below for the first 10 boluses listed on the event date (B)(6) 2024: (B)(6) 2024 00:00:01.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:05:01.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:05:01.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u) (B)(6) 2024 00:18:49.000, normal bolus delivered (220), bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 3500 (0.35 u), bolus amount delivered: 3500 (0.35 u). (B)(6) 2024 00:23:41.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u), (B)(6) 2024 00:28:41.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). (B)(6) 2024 00:33:41.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). (B)(6) 2024 00:38:39.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). (B)(6) 2024 00:49:49.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). (B)(6) 2024 00:53:39.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). Please see below for the daily total of all insulin delivered on the event date, (B)(6) 2024: 03/10/2024 00:00:00.000, daily totals g670 (63). Daily total of all insulin delivered: 424750 (42.475 u); daily total of basal insulin delivered: 145500 (14.55 u); daily total of bolus insulin delivered: 279250 (27.925 u). There were no auto suspend events on the event date (B)(6) 2024. Please see below for the user suspend on the event date (B)(6) 2023: (B)(6) 2024 21:25:47, insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.